Event description:
It was reported that the patient passed away due intracranial hemorrhage that led to cardiopulmonary arrest. The patient had a non-ischemic cardiomyopathy that could have contributed to the death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome cannot be conclusively established through this evaluation. Review of the submitted log files confirmed low flow events; however, a specific cause for the low flow events could not conclusively be determined through this evaluation. The device reportedly operated as expected, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction, lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a long hospitalization since on (B)(6) 2021 until passing away on (B)(6) 2022. The patient presented with chest and back pain and was found to have new spontaneous hematoma in right paraspinal muscle. Labs on admission were notable for down trending hemoglobin (hgb 9s / 7s) for which the patient received 1unit of pack of red blood cells (prbc) while in the emergency department (ed) due to c/f expanding chest wall hematoma. Further work-up also included: computed tomography arterial portography (CT ap) with contrast which noted new right paraspinal musculature hematoma from mid-thoracic through lower lumbar region; no aortic dissection. A chest binder was applied for management of new paraspinal hematoma. Patient was then admitted into 4s cardiac care unit (ccu) for further monitoring and management. At 4s, patient received 2 units of prbcs and 2units cryoprecipitate (cryo) and pain controlled with oral (po) and patient-controlled analgesia (pca) dilaudid (hydromorphone). On (B)(6) 2022, with stable hemodynamics and stable hgb/fibrinogen, patient was transferred to 4n pa service. It was determined that patient was not a candidate for heartmate 3 (hm3) upgrade given anticipated high mortality risk. Hematologist (heme) was consulted for management of bleeding, but minimal therapeutic or prophylactic options found. Overnight into on (B)(6) 2022, patient had 10 low flow alarms with ventricular assist device (vad) and self-test not alarming. Patient mean arterial pressure (maps) remained 80-90s without symptoms and was switched to backup controller (add device/ rationale). Backup controller self-test did not alarm either. Vad team nurse practitioners (nps) able to self-test without difficulty, patient was continued on backup controller without further low flow alarms. Heme was reconsulted on (B)(6) 2022 for progressively down trending fibrinogen despite all other disseminated intravascular coagulation (dic) labs being stable, who recommended continuing to monitor at the time. Hospital course was complicated by constipation. Patient initially refusing bowel regimen but finally agreed on (B)(6) 2022. An abdominal x-ray was completed on (B)(6) 2022 that revealed worsened stool burden with distended rectum. Patient was agreeable to continue bowel regimen but refusing enema. In addition, the hospital course was also complicated by IV opioid dependence following chronic pain management. The patient was weaned off dilaudid pca with encouragement of dilaudid po and other non-opioid pain meds on (B)(6) 2022. Psychiatrist (psych) was consulted for suspicion of opioid addiction, but services were refused by patient at the time. Patient continued to be weaned off IV dilaudid by introducing po doses in addition to non-opioid po regimen such as gabapentin and cyclobenzaprine decreasing IV dose. Throughout their hospital course, the patient had difficulty being weaned off of IV opioids and experienced opioid-associated constipation. On (B)(6) 2022, psych was consulted for patient's poor po intake and lack of appetite. They were started on mirtazapine 15mg nightly for appetite stimulation, but it was ultimately discontinued as patient consistently refusing medication. Rheumatologist (rheum) was also consulted to see if large vessel vasculitis could be contributing to spontaneous bleeds. They thought it was unlikely but recommended repeat positron emission tomography (pet) scan to stage vasculitis. Patient refused the pet scan, and the decision was made not to pursue despite explaining the importance of staging their vasculitis. On (B)(6) 2022, the patient required 1 unit of transfused cryoprecipitate due to low fibrinogen. The remainder of her hospital course was focused on optimizing medications, including pain and heart failure (hf) regimen. On (B)(6) 2022, the patient was hypotensive with map in the 70s and down trending hemoglobin, hematocrit, fibrinogen and new back pain. They were transfused 1-unit prbc and cryoprecipitate with adequate response. CT abdomen pelvis and cta were both negative for bleeding. Rim enhancing lesion on cta, likely resolving hematoma instead of new infection. The patient did not have any signs of infection and blood cultures were negative (as of on (B)(6) 2022). Vad rotation per minute (rpm) decreased to 8600 on (B)(6) 2022 to see if possible decreased shearing from vad may help prevent further bleeding. Throughout course, multiple new hematomas were noted on patient's left lateral calf, bilateral thighs in different stages of healing, on bilateral forearms, and left glute. On (B)(6) 2022, the patient had a new hematoma on their left shoulder with significant pain and left upper extremity (lue) edema. 1u prbcs was transfused for hgb goal >8 however only 120cc was transfused due to burning pain at IV site. Hgb was stable on repeat complete blood count (cbc). Lue assessed by vascular surgery team and reported low suspicion for compartment syndrome. Per rheum, large vessel vasculitis was unlikely to be contributing to the patient¿s spontaneous muscle bleeding and recommend CT-pet scan to re-evaluate staging of vasculitis. Per heme, patient has acquired von willebrand disease (vwd) with low level circulating von willebrand factor (vwf) multimers and there is a possibility that changing lvad to hm3 could mitigate vwf multimer shearing, however patient was still not a candidate for it given high mortality risk. At the time, heme recommended trial of premarin (conjugated estrogens) 0.6mg/kg IV daily for 5 days as thrombotic agent. Lue pain controlled with dilaudid po and IV. Pt transfused one unit of cryotherapy on (B)(6) 2022 and another one unit of cryotherapy on (B)(6) 2022 for low fibrinogen. On (B)(6) 2022, patient had worsening pain and neurological exam of lue requiring increased frequency of po dilaudid and reinitiation of pca pump for adequate pain control as per pain management. Additional 1u of cryo and 1u prbcs given in attempt to correct coagulopathy in setting of potential bleed. Vascular, orthopedics, and neurology were consulted all recommending cta lue to rule out vascular compromise with nerve compression from possible hematoma or hemarthrosis, as magnetic resonance imaging (MRI) was not possible given lvad. Cta lue revealed new large hematoma of the left subscapularis muscle without evidence of active extravasation. Pain continued to improve on pca and episodes of nausea iso lack of oral intake were well controlled with orally disintegrating tablet (odt) and IV zofran (ondansetron hcl). Neuro, vascular, and orthopedics recommended continuing current management of bleed per hematology. Patient began daily vitamin c infusions on (B)(6) 2022. They were transfused 1 unit of cryoprecipitate for fibrinogen <150 on (B)(6) 2022 and received desmopressin on (B)(6) 2022, the patient's hemoglobin dropped to 7.2 on morning labs (7.8 on repeat) and they received 1-unit prbc and cryo. On repeat cbc, hgb bumped appropriately to 8.8 and remained stable on subsequent cbcs. On (B)(6) 2022, there was a discussion of potentially further decreasing the vad rpms to 8400 in an attempt to further decrease shearing forces, however the patient was uncomfortable with the idea and declined. On (B)(6) 2022, patient developed 2 new hematomas on posterior aspect of left thigh, nontender. Hgb remained stable at 8.6. They received additional cryoprecipitate on (B)(6) 2022. Coreg (carvedilol) was increased to 25mg twice a day for persistently high maps. Hydralazine was increased to 75mg three times a day (tid) for more aggressive afterload reduction in an attempt to decrease shearing forces. In conjunction with pain management, standing po dilaudid was increased to 3mg every four hours (q4h) alternating with 0.4mg IV q4h as needed, lyrica (pregabalin) was increased to 50mg tid, and tizanidine 2mg was added for further pain control. On (B)(6) 2022, the patient was transfused 1-unit prbc for hemoglobin 7.8 and cryo for fibrinogen 133. Further cryo transfused on (B)(6) 2022. 1-unit platelets were transfused on (B)(6) 2022. Required prbc on (B)(6) 2022 with ongoing bright red blood per rectum (brbpr). After multiple discussions, patient not amenable to pet scan, ramp study, or formal goals of care meetings. Patient required another 1u prbcs on (B)(6) 2022 for hgb 7.4. IV dilaudid further weaned from 0.2 mg every 2 hours (q2h) to q4h as needed (prn) iso improving pain. (Respiratory viral panel assay) rvp sent iso cough and worsening sore throat resulting as negative. Additional 1u of cryo given on (B)(6) 2022 for fibrinogen of 129. As per heme, factor xiii level sent resulting at 28%. Despite additional episode of brbpr on (B)(6) 2022, patient declined further gastrointestinal (gi) procedures for workup of gi bleeding. Patient received another 1u of prbcs and cryo on (B)(6) 2022. On (B)(6) 2022, patient complained of new onset 9/10 bilateral occipital headache with associated right eye floaters and vomiting. Patient refused CT head for further evaluation and headache spontaneously resolved. Episodes of nausea continued on (B)(6) 2022 with reported bilious vomiting and associated right upper quadrant (ruq) tenderness. Ruq ultrasound (us) was unremarkable. On (B)(6) 2022, patient with new right breast quarter sized mass. Us showed nonspecific 1.7cm complex cystic lesion with no associated vascularity. On (B)(6) 2022, patient with new painful quarter-sized mass in back of right thigh; imaging was deferred as likely hematoma and would not change management. Us of right thigh revealed extensive subcutaneous edema and inflammation but no definitive hematoma. Patient's pain continued to be adequately managed by IV and po dilaudid regimen. On (B)(6) 2022, a new large hematoma was noted on left thigh/knee. On (B)(6) 2022, patient's left knee was noted to be swollen; us revealed diffuse soft tissue swelling without evidence of discrete fluid collection or abscess. On (B)(6) 2022, patient reported increased shortness of breath (sob) and left extremity (le) edema; received po lasix (furosemide) with improvement. She inadvertently hit her right hip on side rail while using commode. Right hip x-ray revealed subcutaneous infiltration, impacted acute fractures - could not be excluded with single view, however fracture was less likely. Pt declines ctap and further imaging. Pain continued to be managed adequately with current dilaudid regimen. Left lower extremity (lle) also noted to be swollen; us negative for deep vein thrombosis (dvt). Coreg was decreased to 12.5 mg bid on (B)(6) 2022 given lower maps in setting of hematomas. On (B)(6) 2022, the patient experienced some dizziness with visual changes and floaters while moving from bed to commode. Patient was evaluated by ophthalmology and symptoms self-resolved. On (B)(6) 2022, patient's maps remained consistently low in the 70s throughout the day therefore coreg and hydralazine were held. Transfused 1u cryo on (B)(6) 2022 given possibly slightly enlarged hematoma on clinical exam. She was transfused with 1u cryo on (B)(6) 2022 given low fibrinogen. Left medial thigh hematoma and worsening pain required 3 units prbc and 2 units cryo between on (B)(6) 2022, patient¿s left thigh was noted have worsening swelling and pain. Lle CT revealed left medial thigh compartment large intramuscular hematoma with multiple foci of active arterial extravasation. Interventional radiology (ir) was consulted and performed successful embolization with coils of branches of left deep femoral artery; unsuccessful coil embolization of left medial circumflex femoral artery branch pseudoaneurysm - though without evidence of active bleeding. Patient was then transferred to ccu for closer monitoring. Pain control upgraded to dilaudid pca. On (B)(6) 2022, given stability post procedure, patient was transferred back to 4n pa hf service. She was transfused with 1u prbcs on (B)(6) 2022 for hgb of 6.7. New holosystolic murmur was detected on (B)(6) 2022. Trans-thoracic echocardiogram (tte) on (B)(6) 2022 revealed an echolucency around the arteriovenous (av) that is unchanged from on (B)(6) 2021 which may be normal post-surgical change, sequelae of prior infection, or related to dilated aorta. On (B)(6) 2022, patient's coreg was increased to 12.5 for map >100. She also appeared volume up on exam with decreased urinary output (uop) so lasix 20mg po was dosed. Hydralazine was resumed at 25mg tid for maps in low 100s. On (B)(6) 2022, patient received 20 mg lasix po for lle dependent edema. A new midline was placed in patient's right arm per her request as the one in her left caused her pain on (B)(6) 2022. On (B)(6) 2022, physical exam c/f new l thigh hematoma. Maps remained stable on anti-hypertensives with no vad alarms. Given concern for hematoma, cryo administered for borderline fibrinogen 101. Subsequently received additional unit of cryo on (B)(6) 2022. The patient developed cough and body aches on (B)(6) 2022. Rvp and covid swab came up negative twice. They were started on cough suppressants and supportive care with improvement in symptoms over the next few days. However, on (B)(6) 2022 a repeat respiratory culture growing m. Catarrhalis. Patient completed on 7day course of cefepime for a presumed healthcare associated pneumonia (hcap) and her penicillin was held. Repeat covid swab was negative, no leukocytosis, and chest x-ray (cxr) remained unchanged. Suppressive pcn was resumed on (B)(6) 2022. Due to a documented side effect of bleeding, her fludrocortisone was tapered starting on (B)(6) 2022 to 0.1mg every other day for one week and then completely discontinued. On (B)(6) 2022, new left knee hematoma was found. It was noted to be larger the following day. Labs were done and fibrinogen found to be 89. Patient was transfused 1u cryo. Hgb was stable. On (B)(6) 2022, a new dime sized hematoma noted on posterior aspect of right knee with stable hgb. These new hematomas remained stable. On (B)(6) 2022, she required several fluid boluses (750 ml total) for symptomatic hypotension with improvement. Hematology was consulted on (B)(6) 2022 for any recommendations regarding outpatient transfusions. They recommended sending factor activities, fibrinogen antigen & activity, and vwf panel. Apex can draw outpatient labs, and hematology agreeable to follow labs/set up transfusions. Acute pain was consulted on (B)(6) 2022 for outpatient regimen recommendations and advised they will not prescribe narcotics as an outpatient, nor will they recommend fentanyl patch. Patient would need palliative care for meds to be prescribed as an outpatient. Patient reconsidered palliative care involvement given need for ongoing opioid management. Palliative care recommended to increase po dose to 6mg and continuing q4h IV breakthrough prn in order to better quantify patient's po requirements for pain control in order to wean IV doses. Patient walked 12 steps with physical therapy (to chair and back). Has refused to work with ot, order discharged. On (B)(6) 2022, palliative care recommended increasing the frequency of oral dilaudid dose, and the dose was increased to 6mg oral dilaudid. It was later recommended that the frequency of the oral doses be increased to q4h to continue to help wean off IV, but the patient was resistant, and the regimen remained the same. On (B)(6) 2022, the patient had worse pain and swelling of the lle after working with pt. Hgb was stable, but fibrinogen was 94, so 1-unit cryo was transfused. Ultrasound of the soft tissue in the lle revealed 3 separate fluid pockets (2 of the 3 approximately 7-8 cm by 3 cm), likely hematomas. The patient was also persistently hypertensive (potentially from increased pain), so coreg was increased to 25mg bid. On (B)(6) 2022, labs revealed fibrinogen of 98 so another 1unit cryo was transfused. About 5pm, the patient had an acute episode of significant hypertension (maps 140) and tachycardia to 120s with associated chills and rigoring. There was no change in lle size or sensation and the patient was given coreg and hydralazine with improvement in blood pressure and heart rate. Labs sent at the time revealed lactate 3.3, d-dimer of 26,500, but otherwise normal end organ perfusion and electrolytes. Chest x-ray was unremarkable, urine analysis was negative and blood cultures were negative. The patient was given 500cc fluid with improvement and the lactate returned to normal on recheck 4 hours later. They continued to remain afebrile and without repeat episodes. Overnight the patient was found to be obtunded, unresponsive, and flaccid in all extremities. Stroke code called. Emergently intubated in CT scan and brought to the ccu for further monitoring. Computed tomography scan showed large right frontal intraparenchymal hemorrhage with uncal herniation, interventricular hemorrhage and right subdural hematoma. She was sedated with prop and fentanyl, 3units of cyro, 2 units of platelets ordered. Neurology and neurosurgery present at bedside, patient with no fixed and dilated right pupil, no gag reflex and no response to painful stimuli. Per neurosurgery plan to continue medical management as patient's underlying coagulopathy not a surgical candidate. Neurology agreed with medical management with systolic blood pressure (sbp) < 140, and sodium (na) goal > 145. A- line placed for hemodynamic monitoring. Heme consulted, advised to give vitamin k, and tranexamic acid eight times a day. Status post pulseless electrical activity (pea) with 1amp of epinephrine given, started on levo. Discussed with family poor prognosis. Was made do not resuscitate (dnr) with no escalation of care on (B)(6) 2022. On (B)(6) 2022, the pump alarming low flow, with 0 flow, she was pronounced at 7:08 am, family was made aware.